Event description:
The pt developed swelling at the ICD pocket. Exploration of the pocket was performed and a hematoma and seroma were evaluated on (B)(6) 2010. At a follow-up on (B)(6) 2011, the pt was evaluated and was noted to have no evidence of infection or hematoma. It was noted that the ICD site had healed well. All records indicate that this device remains implanted. Should additional info become available, this event will be updated.